Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v061745, implanted: (B)(6) 2007. Product type: lead: product ID 3037, serial# (B)(4), implanted: (B)(6) 2007. Product type: programmer, patient. (B)(4).

Event description:
Follow up information reported that the patient received assistance from their physician and manufacturer¿s representative and their concerns were resolved (an appointment of (B)(6) 2013 was noted). The patient also reported that they still had concerns regarding their device therapy but was working with their doctor and manufacturer¿s representative to resolve the issue. An appointment of (B)(6) 2013 was noted. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had bladder infection for a long time even before the implant. A couple months ago bladder infection went cleared up. The patient had arthritis and compression fracture in the back and was treated for osteoporosis. The patient had back and hip problems but was seeing a chiropractor. The patient had 50% relief in symptoms. The patient was confused about therapy but thinks she got it. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's stimulator was removed. The patient's therapy helped for one year, but then they started wetting themselves. In (B)(6) 2014, the patient experienced vaginal pain and shocking. Stimulation was turned off and the patient was prescribed vesicare. In (B)(6) 2015, the patient experienced buttocks and left hip pain. The patient still had muscle and joint problems following the explant. They had been diagnosed with fibromyalgia and sciatica. The patient did not currently have an infection, but their urine smelled bad.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's therapy had caused nothing but problems. Their thigh muscle bothered them. The patient was taking pain medication. The pain was so great they could not sleep. They were also given sleep medication. The patient's pain rose up and brought them to their knees. They then lay on the couch for three days. The patient went to their healthcare provider for sciatica problems, but an x-ray showed nothing was wrong. Later, the patient had knots all over their body. The patient tested negative for lupus and rheumatoid arthritis. The patient had gone to the hospital three times for the pain and pain shots. When their healthcare provider checked their stimulator, the patient got zapped really hard. One of the leads was probably messed up. The stimulator was turned off. The patient's pain was better the next day. A week later, after visiting a chiropractor, most of their knots had gone away. Stimulation had destroyed the patient's leg muscle and wanted the system removed.

Manufacturer narrative:
Information references the main component of the system and other applicable components are product ID 3889-28 lot# v061745 implanted: (B)(6)2007 product type lead product ID 3037 serial(B)(4) implanted: (B)(6)2007 if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received with patient reporting that the ins was removed due to it being broken; further being clarified as it was removed because patient was having trouble getting shocked. They again stated that the healthcare professional (hcp) turned ins off and then when they turned it back on, patient got shocked making them jump off the table. Hcp told patient ins needed to be removed so it was taken out. During the removal, the hcp noticed that the wire broke off and was wrapped around the patient's nerve. Patient had to stay under and stay overnight in the hospital because neurosurgeon (B)(6) had to assist hcp. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reviewed indicated that patient was in a lot of pain and so they been using the tens unit. I also indicated that they have been using diathermy treatment 2 and half weeks prior to this report. It was further reported that the infection problem just kept getting worse, you know, but was cleared up now. It was added that patient started having some bladder problems, you know, with infections and stuff.